Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reaching 228 mg/dl and rising for approximately two hours despite a low- or no-carbohydrate meal, during the system¿s learning period; the caregiver provided non-medical assistance and the pump was used to correct, after which glucose began to decline, and the device did not issue a high or low alert. Symptoms included no reported clinical manifestations. Outcomes included no need for medical intervention and no hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device alarms and no evidence of device malfunction, with the hyperglycemia cause remaining unclear during early adaptation of the system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.